Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine ( 5 mg/ml at 0.24 mg/day) and fentanyl (5000 mcg/ml at 240 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient switched provider and the pump went empty a couple weeks ago. The pump was refilled today and the issue resolved. It was reviewed even though the pump was empty the pump tubing and catheter should be considered full of drug. Steps were reviewed to set up the bridge bolus as the caller stated they filled the pump with a new drug different from what was in the pump when the patient came into the office. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's weight was (B)(6).